Manufacturer narrative:
Patient ID: (B)(6) was too long to fit in the a.one patient identifier field. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false negative architect anti-hcv result was generated on a patient that had been repeatedly positive in the past. A sample from the patient was obtained on (B)(6) 2017 and divided into 2 aliquots. Aliquot 1 sid (B)(6): generated an architect anti-hcv result of 0.82 s/co. Aliquot 2 generated a positive result of 75 with roche and a positive with the riba confirmatory test. There was no report of impact to patient management.

Manufacturer narrative:
No patient sample was available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A retained reagent kit of architect anti-hcv reagent, list number 6c37-27, lot number 70584li00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the positive control were tested. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical data of architect anti-hcv reagent. Reagent lot 70584li00 detected the same bleeds as reactive as historical data of architect anti-hcv assay. Based on this data it was shown that the sensitivity performance is not adversely affected. A review for non-conformances and deviations associated with architect anti-hcv reagent lot 70584li00 was performed. No non-conformances or deviations were identified. The architect anti-hcv reagent package insert was reviewed and was found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.